Event description:
It was reported that one week post-implant the patient presented to the emergency room after receiving high voltage therapy. Device imaging showed lead dislodgement, which led to inappropriate therapy. The system was explanted per patient request.

Manufacturer narrative:
Analysis was normal. No anomaly was found.